Event description:
It was reported that merit's pressure infusor bag slowly lost pressure. The procedure was completed without incident because the bag could be repressurized (2 times). There was no harm or injury to the patient.

Manufacturer narrative:
The malfunction is under investigation and a final report will be filed when it is completed.